Manufacturer narrative:
(B)(4)

Event description:
It was reported that symptomatic patient with shortness of breath and atrial high rate presented in the ER. Multiple episodes of non-sustained vt, svt and vt were observed via merlin.net transmission. Patient received inappropriate shocks. No further information available.